Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's right eye on (B)(6) 2012. The icl was explanted the next day due to the lens was too large, secondary angle-closure glaucoma with excessive vaulting even after lens repositioning. The incision was not enlarged to remove the lens but a suture was used to close the wound. No product malfunction. Lens did not work well for pt. Reporter did not have further info. Unknown if the lens was discarded or if another lens replaced the explanted lens.

Manufacturer narrative:
Method - lens work order search; medical review. Results - a lens work order search was performed and no similar complaint was found within the same work order. Medical review - review of this file indicates that the icl exhibited a high vault in this pt which led to increased iop and narrowing of the angle. The icl was removed which resolved the problem. The root cause of the excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (ie pupillary block, malignant glaucoma, increased iop, etc). To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the pt's vision. Conclusions - based on the complaint history, work order search, and medical review, it was determined that the most likely root cause for the event was inaccurate white to white measurements as the result of difficulty in clinical sizing. (B)(4).